Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise was noted on the right ventricular (rv) lead. Revision is anticipated to be performed at the patient's follow up to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received that the rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.